Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the device implant has been ruled out as potential causes. However, the questionnaire shows the device was implanted off-label. Additionally, the patient has two non-stimwave spinal cord devices implanted (abbott and boston scientific). The stimulator is used to treat pain. The cause of the reported issue is due to off-label use, including use of the stimwave device in conjunction with other implanted devices (user error - clinician).

Event description:
The patient reported feeling numbness in left leg, foot and big toe following tonic testing. The waa parameters were adjusted and the physician stated the numbness should improve over time. There are no plans to perform a revision/explant procedure at this time.